Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath catheter and dilator insertion difficulty since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported they were unable to insert the destination device into the artery. When the physician attempted to insert the destination guiding sheath into the artery, the physician felt something was caught as there was a gap between the dilator and the tip of the guising sheath. The guiding sheath was not used and replaced with another guiding sheath to continue the procedure. The procedure was successfully completed. There was no patient injury, medical/surgical intervention required. There was no health damage for the patient. There were no other devices or equipment used with the reported product.